Event description:
Reporter alleged obtaining a discrepant blood glucose value of 543 mg/dl back to back with a result of 102 mg/dl, when testing was performed within 10 mins on the advantage system. Reporter stated that at a different time another comparative test of 336 mg/dl was performed back to back with a result of 70 mg/dl within 10 mins on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.